Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean various components of the pump, including the cartridge and pneumatic tap area, and then successfully completed the loading process. Customer resumed insulin delivery and was advised to monitor system performance, but no cartridge replacement was necessary.